Event description:
It was reported that the patient had not experienced stimulation for over one year. The patient fell down some stairs over a year ago and has not experienced stimulation since. It was also reported that the patient has neuropathy and does not have good depth perception. The patient was hospitalized for pain control due to a recent fall.